Event description:
It was reported that the ilet screen separated in half, and the user secured the device with rubber bands; the issue was characterized as a display component problem with loss of or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the display assembly consistent with a component-level failure and a loss of or failure to bond. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.